Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unknown amount of pseudomonas. The device was retested on (B)(6) 2025, for 10-100 cfus colony forming units (cfus) of pseudomonas. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Based on the provided data, there is no correlation between the device status and cause of contamination. Customer has been experiencing persistent contamination (presumed biofilm) which could be mitigated by "enhanced reprocessing". Olympus subject matter expert assisted the customer to enact enhanced reprocessing whilst maintaining guidance from the manufacturer's IFU. After conducting enhanced reprocessing, the customer was able to achieve a negative culture result. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.